Event description:
Related manufacturer report number: 1627487-2023-03661, 1627487-2023-03662, 1627487-2023-03663. It was reported that all four of the patient's leads had migrated. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.